Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed that the right atrial lead exhibited far r oversensing. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.